Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: october 29, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was inspected under magnification. The lens was received off center in the lens case, was coated in viscoelastic residue and it was in pieces. The lens was cleaned and presented cut, torn, and damaged. No further evaluation was performed and no further issues were identified. The complaint issue "lens damage" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the toric intraocular lens (iol) was implanted it was noted that the lens was damaged. The lens was removed and a replacement iol was implanted successfully. There were no patient injury reported. No further medical intervention was required. Through follow-up, we learned that the damage was in the lens optic and there was no damage to the tip of the cartridge. During the procedure the incision was enlarged. There was no problem with the patient state of health. Account indicated that prior to iol implantation, the physician sets the settings and turned the plunger. Ophthalmic viscosurgical device (ovd) from another manufacturer was used and introduced from the cartridge canopy. It was not placed horizontally. It is unknown how the plunger was operated and the physician did not experience any resistance handling the device. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis® toric 1-piece, model zcw that has a similar device, tecnis® toric 1-piece model zct which is distributed in the united states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlarged an attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.